Manufacturer narrative:
Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) procedure, the cartridge broke open during insertion. Per the source document, there was no patient contact. Additional information was provided that there was patient contact, but no patient harm.